Manufacturer narrative:
This follow-up MDR is being submitted to document corrections and additional information received subsequent to the initial MDR submission. Sections b2, b5, h1, and h6 have been updated based on newly received information. Section b2 has been updated to include death and the date of death. Section b5 has been revised to include additional information that was not available at the time of the initial report. The revised b5 provides a complete event narrative. H1 has been corrected to death. Section h6 has been updated as follows: health effect ¿ clinical code e1906 (unspecified infection) has been added. Health effect ¿ impact codes f02 (death) and f2303 (medication required) have been added. Health effect ¿ impact code f01 (change in therapeutic response), reported in the initial MDR, was determined not to be applicable to the event and has been removed.

Event description:
Updated clinical rationale: an impella cp was inserted percutaneously via the left femoral artery in a 69-year-old male for protected percutaneous coronary intervention (ppci). The patient¿s comorbidities included coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was scai shock stage a. The impella cp was successfully explanted the same day. At the time of explant, clinicians noted a groin hematoma at the impella access site. The device was removed, and hemostasis was attempted using one preclose suture, manual pressure, and subsequent placement of a femostop device. The post-procedure outcome was survived at explant. Based on available information, the bleeding and resulting hematoma at the impella access site appears consistent with known vascular access related risks of large bore femoral procedures and known risk of the impella¿s anticoagulation and purge requirements. The patient followed up at the clinic to have the impella groin site examined. The patient reported to the advanced practice nurse practitioner (arnp) that he had squeezed pus out of the groin site. The arnp did not observe any pus from the groin site, but the site smelled as if it was infected. The patient was prescribed antibiotics and subsequently complained of diarrhea. On (B)(6) 2026, the patient followed up at the clinic as he was still having issues with the impella groin site. An ultrasound was ordered for the following day. On (B)(6) 2026, the patient¿s family found him collapsed at home. The patient was brought to the emergency room (ER) and taken to the cardiac catheterization lab (ccl) for percutaneous coronary intervention (pci). The left anterior descending (lad) artery was found to be down and was ballooned open; however, return of spontaneous circulation (rosc) could not be achieved and the patient expired. It was unknown if the patient had been compliant with his medications. The impella device is unlikely to have contributed to the patient¿s death, which was most likely due to the patient¿s underlying clinical condition.

Manufacturer narrative:
D1: brand name updated. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Infection: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted percutaneously via the left femoral artery in a 69 year old male for hrpci. The patient¿s comorbidities are cad, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage a. The impella cp was successfully explanted the same day. At the time of explant, clinicians noted a groin hematoma at the impella access site. The device was removed, and hemostasis was attempted using one preclose suture, manual pressure, and subsequent placement of a femostop device. The post-procedure outcome was survived at explant. Based on available information, the bleeding and resulting hematoma at the impella access site appears consistent with known vascular access related risks of large bore femoral procedures and known risk per instructions for use (IFU) because of the impella¿s anticoagulation and purge requirements.